Manufacturer narrative:
Additional information was received on february 6, 2017. It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with an ez steer thermocool sf nav catheter and suffered a vascular pseudoaneurysm requiring a thrombin injection, a minor surgical intervention, and a femostop device. Less than 7 days post-procedure, a left femoral artery pseudoaneurysm was diagnosed. Thrombin injection was administered, pseudoaneurysm was surgically repaired, and a femostop device was used for external compression. Issue resolved without sequelae. Patient required extended hospitalization as a result of this adverse event. Cardiovascular medical history includes hypertension, hyperlipidemia, and coronary artery disease. Principal investigator assessed this event as moderate in severity, serious, not device-related, and definitely index procedure-related. (B)(4).

Event description:
During a clinical trial, sponsored by bwi, following an atrial fibrillation (afib) procedure, a vascular pseudoaneurysm with a small hematoma developed with an ez steer thermocool sf navigational catheter. The patient¿s medical history is unknown. The patient did require extended hospitalization and received 5,000 units of thrombogen. On post-operative day two the pseudoaneurysm was resolved which was confirmed by ultrasound. The patient did not require any further surgical intervention and was discharged home in stable condition. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). (B)(6).